Manufacturer narrative:
Unit received with cracked end cap, cracked display window corner, cracked reservoir tube. Pump unable to prime during prime/delivery test due to cracked end cap. Unit passed displacement test.

Event description:
The customer's mother reported via phone call that the back part of the insulin pump was coming off during priming. The caller stated that she was unaware of how the damage occurred. Blood glucose level at the time of the incident was 534 mg/dl, which was treated with manual injection. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.